Event description:
According to the warehouse assistant, the screwdriver axsos t20 5.0 mm was broken during a surgery. It was a surgery for a broken femur. They continue the surgery using another screwdriver. The tip of the broken screwdriver was in the screw, so the surgeon had to remove the screw and replace it.

Manufacturer narrative:
The reported event of the broken screwdriver tip could be confirmed. Based on the investigation, the root cause of the breakage was attributed to a user related issue. The tip breakage was caused due to high applied mechanical force during screw insertion. The visual examination revealed that the tip is completely broken off at the very end of the screwdriver recess; the characteristics indicate a typical torsional overload breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing problems were found during the investigation.

Event description:
According to the warehouse assistant, the screwdriver axsos t20 5.0 mm was broken during a surgery. It was a surgery for a broken femur. They continue the surgery using another screwdriver. The tip of the broken screwdriver was in the screw, so the surgeon had to remove the screw and replace it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.